Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("violent abdominal pain / daily pain that require an explantation") and device dislocation ("the right essure is intratubal, migrated into the tubal ampullary segment / insert has moved to the right") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In 2019 she experienced abdominal pain (seriousness criterion medically important), genital haemorrhage ("heavy bleeding"), sleep disorder ("sleep disturbances") and arthropathy ("musculoskeletal disorders (hip) on the right side"). An unknown time later she experienced device dislocation (seriousness criterion medically important) and medical device site inflammation ("the insert has moved to the right, causing inflammation in the entire area."). Essure treatment was not changed. At the time of the report, the abdominal pain, device dislocation and medical device site inflammation had not resolved. The reporter considered abdominal pain, arthropathy, device dislocation, genital haemorrhage, medical device site inflammation and sleep disorder to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on 30-aug-2022: the right essure is intratubal, migrated into the tubal ampullary segment, stable compared to may 2021. The left essure is intratubal in the interstitial and infundibular segments, in place. [Heavy metal test] on 09-sep-2022: zinc - 868 g/l (reference values: 628-1217) [toxicologic test] on 04-oct-2022: toxicological analysis of the hair: copper 9.1747 g/g (society of clinical toxicology [stc] chronic toxicity threshold: 10.2275 - 35.0000); mercury 0.0904 ¿g/g (stc: 0.0530 - 1.7000); silver 31.6903 ¿g/g (stc: 0.2000 - 0.5000); tellurium 0.0093 ¿g/g (stc: 0.0003 - 0.0030); tin 0.0275 ¿g/g (stc: 0.0070 - 1.4000) [ultrasound abdomen] on 30-aug-2022: the uterus is retroverted, retroflexed, of normal size, measuring 66×40×46 mm. The myometrium is homogeneous, with no myoma or adenomyosis. The endometrium is of normal size measuring 2 mm. The cavity line is thin. No hypervascularisation in power doppler. No cervical lesion. The ovaries, in a normal anatomical position, are small in size. The right ovary, measuring 2.4 cm, is the site of a known stable cystic lesion measuring 16 mm in contact with a benign serous cystadenoma. The left ovary measures 1.3 cm2. No ovarian mass. No tubal anomaly. The left essure is in the interstitial region of the tube. The right essure is hardly visible, likely in the ampullary region. No deep endometriosis. No peritoneal effusion. Thin-walled bladder. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 07-oct-2022. The most recent information was received on 17-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("violent abdominal pain / daily pain that require an explantation") and device dislocation ("the right essure is intratubal, migrated into the tubal ampullary segment / insert has moved to the right") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In 2019 she experienced abdominal pain (seriousness criterion medically important), genital haemorrhage ("heavy bleeding"), sleep disorder ("sleep disturbances") and arthropathy ("musculoskeletal disorders (hip) on the right side"). An unknown time later she experienced device dislocation (seriousness criterion medically important) and medical device site inflammation ("the insert has moved to the right, causing inflammation in the entire area."). Essure treatment was not changed. At the time of the report, the abdominal pain, device dislocation and medical device site inflammation had not resolved. The reporter considered abdominal pain, arthropathy, device dislocation, genital haemorrhage, medical device site inflammation and sleep disorder to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2022: the right essure is intratubal, migrated into the tubal ampullary segment, stable compared to (B)(6) 2021. The left essure is intratubal in the interstitial and infundibular segments, in place. [Heavy metal test] on (B)(6) 2022: zinc - 868 g/l (reference values: (B)(4)). [Toxicologic test] on (B)(6) 2022: toxicological analysis of the hair: copper 9.1747 g/g (society of clinical toxicology [stc] chronic toxicity threshold: 10.2275 - 35.0000); mercury 0.0904 g/g (stc: 0.0530 - 1.7000); silver 31.6903 g/g (stc: 0.2000 - 0.5000); tellurium 0.0093 g/g (stc: 0.0003 - 0.0030); tin 0.0275 g/g (stc: 0.0070 - 1.4000) [ultrasound abdomen] on (B)(6) 2022: the uterus is retroverted, retroflexed, of normal size, measuring 66×40×46 mm. The myometrium is homogeneous, with no myoma or adenomyosis. The endometrium is of normal size measuring 2 mm. The cavity line is thin. No hypervascularisation in power doppler. No cervical lesion. The ovaries, in a normal anatomical position, are small in size. The right ovary, measuring 2.4 cm, is the site of a known stable cystic lesion measuring 16 mm in contact with a benign serous cystadenoma. The left ovary measures 1.3 cm2. No ovarian mass. No tubal anomaly. The left essure is in the interstitial region of the tube. The right essure is hardly visible, likely in the ampullary region. No deep endometriosis. No peritoneal effusion. Thin-walled bladder. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.